Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migrated into the myometrium and is firmly embedded in the myometrium/1.8 cm of the metallic device is embedded in the myometrium') and device expulsion ('migrated into the myometrium and is firmly embedded in the myometrium') in a female patient who had essure (batch no. 883678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids in 2008 and gallbladder operation. Previously administered products included for an unreported indication: lexapro, zoloft, effexor and celexa. Concurrent conditions included weight gain, overweight, cervix inflammation, abdominal pain, perineal pain, low back pain, ovarian cyst, pelvic pain, chronic cervicitis and paratubal cyst. Concomitant products included celecoxib (celexa) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroid inside uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal pain lower, menorrhagia, migraine, headache, dyspareunia, uterine leiomyoma, fatigue, weight increased and alopecia outcome was unknown, the vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramping, dysmenorrhea concerning the injuries reported in this case, the following ones were described in medical records: migrated into the myometrium and is firmly embedded in the myometrium. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Reporter information were added. This case become incident. Medical history and concomitant drug were added. Lot number were added. Date of removal were added. Event: injury were update to abnormal bleeding(vaginal). Event : menorrhagia, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fibroid inside uterus, fatigue, weight gain, hair loss, migrated into the myometrium and is firmly embedded in the myometrium/1.8 cm of the metallic device is embedded in the myometrium, migrated into the myometrium and is firmly embedded in the myometrium were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migrated into the myometrium and is firmly embedded in the myometrium/1.8 cm of the metallic device is embedded in the myometrium') and device expulsion ('migrated into the myometrium and is firmly embedded in the myometrium') in a female patient who had essure (batch no. 883678-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids in 2008 and gallbladder operation. Previously administered products included for an unreported indication: lexapro, zoloft, effexor and celexa. Concurrent conditions included weight gain, overweight, cervix inflammation, abdominal pain, perineal pain, low back pain, ovarian cyst, pelvic pain, chronic cervicitis and paratubal cyst. Concomitant products included celecoxib (celexa) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroid inside uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal pain lower, menorrhagia, migraine, headache, dyspareunia, uterine leiomyoma, fatigue, weight increased and alopecia outcome was unknown, the vaginal haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth : (B)(6) 1978. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramping, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in medical records: migrated into the myometrium and is firmly embedded in the myometrium. Most recent follow-up information incorporated above includes: on 6-jun-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.